Event description:
Pt had g-tube placement on 2/4/97 as well as laparoscopic cholecystectomy wbc increased from 6.9 on 2/6 to 13.3 on 2/7. Pt underwent "gastrografin" through the tube with findings of contrast material in various aspects of belly. In addition the balloon of the g-tube appears deflated. Milky fluid present in belly with a post op diagnosis of peritonitis.